Manufacturer narrative:
Other applicable component is: product ID 3057 lot# serial# unknown product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that the patient¿s urine flow was less than usual, they felt sore, and they only had 2 bowel movements since their evaluation. Contributing factors were unknown. Diagnostics/troubleshooting included increasing stimulation. It was noted that the issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.